Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent was removed partially deployed. The 90% stenosed target lesion was located in the moderately tortuous and calcified right superficial femoral artery (sfa). This 8x120x120 epic stent delivery system (sds) was selected; however, the physician tried to deploy the stent with the thumb wheel but was unable to deploy the stent properly. The proximal end of the stent was partially deployed and remained inside the outer sheath. The physician withdrew the whole system and the stent was deployed. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent was removed partially deployed. The 90% stenosed target lesion was located in the moderately tortuous and calcified right superficial femoral artery (sfa). This 8x120x120 epic stent delivery system (sds) was selected; however, the physician tried to deploy the stent with the thumb wheel but was unable to deploy the stent properly. The proximal end of the stent was partially deployed and remained inside the outer sheath. The physician withdrew the whole system and the stent was deployed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood in the wire lumen. The stent was not present on the sds, which is consistent with the portion of the event description that states the physician managed to deploy the stent. The shaft was twisted 15.5cm from the distal end of the outer sheath. The inner was kinked 14cm from the tip. There was no other damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).